Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s lead was exposed on the patient¿s scalp. The patient had the lead removed. It was reported that the patient¿s ins was also to potentially be removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.